Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) female pt who received super poligrip (formulation unk) for denture adhesion. A physician or other health care professional has not verified this report. Concurrent medical conditions included allergy to zinc and iodine allergy. Co-suspect medication included fixodent. On an unk date, the pt started super poligrip (dental). At an unk time after starting super poligrip the pt experienced neuropathy, polyneuropathy, wheelchair user, inability to walk, arm numbness, metal poisoning, unable to feel feet and gagging. This case was assessed as medically serious by gsk. Treatment with super poligrip was discontinued. At the time of reporting, the events were unresolved. This consumer reports having neuropathy, polyneuropathy, being unable to walk so having to be in a wheelchair, zinc poisoning and copper poisoning (metal poisoning), arm numbness, being unable to feel her feet and that she used to gag every time that she used super poligrip. This consumer reported using both super poligrip and fixodent.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4) and neither the product nor lot number for this product is available. (B)(4).